Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/03/2025, a sales representative reported via phone that an ar-1788j-cp internalbrace¿ implant systems drill bit shattered. This occurred during an internal brace brostrum procedure on (B)(6) 2025, where all fragments were able to be retrieved. The patient had fine bone quality. There was no delay in the procedure, and a solid drill was used to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, misaligned insertion, and/or prying or levering the device during use, which resulted in the device damage. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.